Event description:
The customer observed a falsely elevated alinity I toxo igg result for one patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): (B)(6) initial result, on (B)(6), was 8.9, repeat was 0.01 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I toxo igg result on the alinity I processing module, serial number (B)(4). Through an extensive investigation, the fsr found the valve, bypass, dispense manifold, part number a-30104239-02, support wheel kit, dispersion gear, part number a-30101412-01, and valve, manifold, dispense 2 way, part number a-35002114-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.